Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included polycystic ovarian syndrome, ovarian cyst, anxiety, depression since 2010, bipolar disorder, obesity, blood pressure high since 2010 and diabetes since 2010. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2006, the patient experienced dysgeusia ("a metallic taste in her mouth"), migraine ("migraine headaches"), headache ("migraines/headaches") and weight increased ("weight gain"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent procedure to remove essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, migraine, headache and menorrhagia had resolved and the genital haemorrhage, dyspareunia, dysgeusia, arthralgia, feeling abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms . Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: concomitant disease and essure confirmation test not conducted and menorrhagia events was added and events outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycystic ovarian syndrome, ovarian cyst, anxiety, depression, bipolar disorder and obesity. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"). In (B)(6) 2006, the patient experienced dysgeusia ("a metallic taste in her mouth"), migraine ("migraine headaches"), headache ("migraines/headaches") and weight increased ("weight gain"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent procedure to remove essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, dysgeusia, arthralgia, migraine, feeling abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events genital bleeding, headaches, weight gain are added. Product, patient & reporter information updated. On 4-apr-2018: medical record received. Concomitant conditions & drugs are added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysgeusia ("a metallic taste in her mouth"), arthralgia ("joint pain"), migraine ("migraine headaches") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent procedure to remove essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, dysgeusia, arthralgia, migraine and feeling abnormal outcome was unknown. The reporter considered abdominal pain, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.